Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('after removal in (B)(6)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tooth disorder ("teeth got worse"), toothache ("I still have pain") and dental caries ("dentist finds decay is starting inside my teeth instead of outside"). The patient was treated with surgery (surgery to remove essure in (B)(6) (date and year unspecified)) and tooth fillings and crowns replaced. Essure was removed. At the time of the report, the medical device removal, tooth disorder, toothache and dental caries outcome was unknown. The reporter considered dental caries, medical device removal, tooth disorder and toothache to be related to essure. Concerning the injuries reported in this case, the following were reported from social media : medical device removal, tooth disorder, toothache and dental caries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('after removal in (B)(6)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tooth disorder ("teeth got worse"), toothache ("I still have pain") and dental caries ("dentist finds decay is starting inside my teeth instead of outside"). The patient was treated with surgery (surgery to remove essure in jul (date and year unspecified)) and tooth fillings and crowns replaced. Essure was removed. At the time of the report, the medical device removal, tooth disorder, toothache and dental caries outcome was unknown. The reporter considered dental caries, medical device removal, tooth disorder and toothache to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, tooth disorder, toothache and dental caries. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.